Event description:
It was reported that a pt enrolled in a (B)(6) underwent an x-stop procedure. Reportedly, the device will be removed. The removal procedure is currently postponed, pending cardiology clearance for the pt. No additional info was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
The device was removed at level l3/l4. Subsequent lumbar spine surgery was performed.